Event description:
It was reported that the patient experienced three bent cannula issues events on (B)(6) 2026. Due to the event, patient¿s blood glucose level was high and was treated with correction bolus via pump. The site of insertion was abdomen. The infusion set was in use for over twenty-four hours. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.